Manufacturer narrative:
No sample has been returned for evaluation for the report of cystoid macular edema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following implant of a micro-stent device, a patient is experiencing recurring cystoid macular edema (cme) in her surgical eye. She has no other risk factors for cme. Her intraocular pressure (iop) requires the using of topical medication for control. Her anterior chamber angle is somewhat shallow. Additional information was requested.

Manufacturer narrative:
(B)(4).